Event description:
It was reported that the left hand monitor on the 9800 system is blank. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. The system was tested and found to be working as intended, and placed back into service.